Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9199402, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample the engineer was unable to determine a definitive root cause.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ cateter i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) experienced a needle that would not retract. The product defect was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020 when using a non-needle device to puncture a patient, it transfixed and when activating the device the needle did not return.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ cateter i.v. 20g x 1.16¿ (1.1 x 30 mm) (B)(6) experienced a needle that would not retract. The product defect was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020 when using a non-needle device to puncture a patient, it transfixed and when activating the device the needle did not return.